Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection the returned device found the bending section rubber glue was noted to be cracked. The scope ID showed 707 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer that during preparation for use, an unspecified issue was noted with the scope image. There was no patient involvement reported. The device was returned to for evaluation and found the glue on the forceps cover peeling and the probe loose, which is considered to be a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. However, it is likely the device was damaged when an external force was applied to the part. Olympus will continue to monitor field performance for this device.